Event description:
Servo I ventilator on patient in recovery room. Patient was to be transferred to room. Rt removed patient from ventilator and took to room. Ventilator was set up and placed on standby until patient arrived in unit a few minutes later. Patient was hooked up to ventilator and rt personnel monitored patient for response to move. Patient was stable so rt left room. Several minutes later, the nurse who was in the patient's room, noticed that the patient started to get into distress and immediately began to bag the patient. Rt called to room. Rt arrived and found the ventilator in standby mode. No alarms sounded to alert staff of malfunction. Patient was placed on another vent and this vent was pulled from service.